Event description:
The device was returned to zoll for an unrelated issue. During functional testing by a zoll technician. The device displayed a "defib pad short" message. There was no pt involvement in the reported malfunction.